Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the ango-seal device was used for hemostasis, however, hemostasis failed. Manual compression was therefore applied to achieve hemostasis, which was successfully achieved. The following day, however, ultrasound confirmed that the collagen was present in the artery, and a stent was implanted. The patient recovered and was discharged from the hospital without any problems. The procedure before deploying the device has not been confirmed. A pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. The type of procedure performed was hemostasis. The estimated blood loss was less than 250 cc. There were no other devices or equipment used with the reported product. The physician stated that since collagen was present in the artery, there is a causal relationship with the product.